Event description:
The accounts maintenance state that the hi/low will get about 3/4 of the way up and then will stop running up. If he continues to hold the hi/low up switch the hi/low will jump but not run up. When he lets go of the hi/low up switch, it will slowly drift down.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.